Event description:
It was reported that the patient initially called the ventricular assist device (vad) emergency line on (B)(6) 2025 and was instructed to go to hospital for assessment, but the patient refused and instead presented to the emergency department on (B)(6) 2025 with a driveline power fault alarm. Though there was no visible damage on the driveline upon initial examination, a kidney, ureter, and bladder (kub) x-ray was performed to rule out internal damage. The results were negative for any internal damage, so the connections were inspected and appeared to be fine. The system controller and modular cable were then exchanged and the alarm resolved. Log files were sent for evaluation and revealed constant driveline power fault alarms. As of (B)(6) 2025, the patient had not experienced any symptoms, and the exchanged devices would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline power fault alarms was confirmed via analysis of the log files. The heartmate 3 system controller was returned for analysis, and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 20 hours (06mar2025 at 13:36:51 ¿ 07mar2025 at 09:42:12, 14mar2025 per timestamp). Events occurring on 14mar2025 were recorded during testing at abbott. Throughout the log file a driveline power fault alarm was active due to a power a broken fault. The driveline power fault alarms activated due to the current sense online a dropping below the threshold amperage. The pump current on both power lines should be greater than 0.015 according to the software requirements specification, heartmate 3 controller. The driveline was disconnected on (B)(6) 2025 at 09:41:44 for a system controller exchange. The alarms resolved following the disconnect of the driveline. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller was able to operate the system without any issues or alarms activating. Additionally, the system controller and returned modular cable were connected to a mock loop and test power module and run for an extended duration without any issues or alarms activating. The system controller functioned as intended throughout testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.